Manufacturer narrative:
The portion of the lead was discarded and not returned to bsn for further investigation. A review of the manufacturing documentation of the lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the pt has a discharge from the midline incision site. The physician cut the lead in half, removed it, and discarded it. The other half remains implanted in the pt.